Manufacturer narrative:
(B)(4). The device was not returned , therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was reported as cardiac failure. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient's age was reported as "in their 80's". Should additional relevant information become available, a supplemental report will be submitted.